Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported visited urgent care due to issues and indicated true to sensitivity, discomfort, and not fitting.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.